Manufacturer narrative:
(B)(4). There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted, and investigation will be based on documentation review. Based on the complaint description, it was reported that the catheter was leaking. Catheter leak may happen due to in contact with sharp object or mishandling during catheterization. However, without actual or representative sample returned for investigation, the actual root cause of this phenomenon could not be determined. In current manufacturing process, the catheters are subjected to 100% water leak test after funnel molding process as per spm-a51-002. Catheter funnel and shaft will be immersed into water with continuous air flow to check for any leak or blockage. Any defects will be segregated before proceeding to next process. After completed assembled, per spm-a52-004 the catheters are then being inflated with air at 1.5 times the inflation volume and subjected to 100% inspection. All defective catheters will be culled out during this process. The balloons are then subjected to leak test for 20 minutes and upon completion of the test, will be subjected to deflation process and only products that passed all the tests will be shipped out. Catheter leak could be due to several reasons. However, in the absence of the returned sample, further investigation could not be conducted, and the actual root cause of this phenomenon could not be determined. Therefore, this complaint could not be confirmed.

Event description:
Reported issue: we observed two incidents with 171100 devices. For two different patients we faced urinary leakage one week after insertion for female patient 1 and ten days after insertion for female patient 2.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: we observed two incidents with 171100 devices. For two different patients we faced urinary leakage one week after insertion for female patient 1 and ten days after insertion for female patient 2.